Event description:
It was reported on 05/23/2000 that, "a patient had keratic precipitates treated with steroids. Lens was removed eight weeks post op." An adverse reaction report was not completed by reporting physician and therefore no other details are known. Follow-up was made on four additional occasions following the initial contact."